Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. (B)(6). The lot was manufactured june 2, 2017 - june 6, 2017. The device was received for evaluation. Visual inspection was performed and found a ruptured bladder. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture problem and no signs of abnormality were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured. The device had been filled with piperacillin / tazobactam. This occurred prior to patient use. There was no patient involvement. No additional information is available.